Event description:
A customer reported a malfunction with their pump, but no significant events preceded the issue, and there was no adverse impact on the customer's blood glucose level. Technical support assisted the customer in resetting the pump, after which the malfunction did not recur. The customer was informed they could continue using the pump and advised to contact technical support if the issue reappeared.